Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the tubing connector is not sitting correctly and leaks. The customer declined to troubleshoot for the leaks. The customer's blood glucose is 287 mg/dl. Nothing is returning.

Manufacturer narrative:
Evaluated 1 open/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into a pump. Conclusion: reservoir no occluded and not leaks. Also inspected reservoir¿s snap-cap width dimension. Using a new lab infusion set connect to reservoir and found no connection anomaly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.